Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vedp, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported via the manufacturer representative (rep) that the implantable neurostimulator (ins) eroded through her skin and was partially exposed. Over the time the patient had her implant, the area was always a little irritated. On approximately (B)(6) 2015 she noticed the ins was coming through her skin. There was no trouble shooting done. The event was reported to the health care professional (hcp), who scheduled surgery as soon as possible. The old ins and lead was replaced and the pocket site was changed. The issue was resolved at the time of this report. The patient had multiple drug allergies and was a smoker. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.